Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. No verbal review was given as this was auto review of reports. The lead remains in use. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited oversensing of noisy signals. No verbal review was given as this was auto review of reports. The lead remains in use. No adverse patient effects were reported. Subsequently, the health care professional (hcp) requested a verbal review of reports as the patient presented with chest pain. Ts noted the same observations of oversensing of noisy signals on the rv lead channel. Ts recommended further review and evaluation with the programmer. No adverse patient effects were reported.